Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri implantable pacing lead (B)(6) 2012; rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient¿s family member that the patient had a chronic cough which may have caused the right atrial (ra) and right ventricular (rv) leads to both come loose. Surgery was performed to revise the positioning of the leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.